Event description:
Implant fail at final implant check, due to infection. Exchange with same article(s)? Yes. Was the product used in a patient? Yes. If implant was placed and removed on same day, was another implant successfully placed at site during surgery? No- why not? Not enough bone. Bone quality (type): iii. Was sit tapped? Yes. Bone-level profile drill used? Yes. Issue-level profile drill used? Yes. Was holding key used? Yes. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility. Site ada #8. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".